Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, information was received from the representative via the patient that this patient was receiving an unknown drug via an implantable pump. The concentration, dose, and lot number were not provided. The indications for use were non-malignant back pain and failed back syndrome-other. The patient's medical history and concomitant medications were not provided. In (B)(6) 2015, the patient noted the personal therapy manager (ptm) noted had a "2868" code. The patient then tried a bolus again and the ptm then showed the 8286-empty pump reservoir code. It was unknown if the patient was due for a refill or if they recently had a refill. However, the date on the ptm read (B)(6) 2015 but the caller thought the patient was not supposed to be due for a refill until september. The representative did not have access to the product and was to contact the health care provider. There were no reported symptoms. On (B)(6) 2015, a health care professional later reported that there was a planned refill for (B)(6) 2015 and diminished the patient's role in reading refill dates. The patient was not reliable enough any longer to have a new fill date. The cause of the empty reservoir was noted as patient error. Although the patient's medical history and medications delivered via the pump w ere requested this information was still not provided. Should additional information be received a supplemental report will be filed.